Manufacturer narrative:
Zimmerbiomet complaint number cmp-(B)(6). Patient identifier unknown / not provided. Email address unknown / not provided.

Event description:
It was reported screw fracture at tooth site 36. Screw was placed on 06 aug 2008. Patient has been rescheduled for new screw placement.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem d4: expiration date and UDI not available, lot number unknown d9: device available for evaluation change ¿no' to 'yes' g3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' *h4: device manufacture date not available, lot number unknown h6: evaluation codes h10: additional narrative one certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned product identified that the hex was damaged/rounded. However, no fracture was identified. Functional testing could not be performed due to the nature of the device and events. Pre-existing condition noted on the per was 'low bone density ¿type iii'. The device had been placed on tooth # 36 (universal) for approximately 14 years. X-ray and picture images were not provided. Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: warnings and precautions. Per the applicable IFU, breakage/device failure may occur following improper techniques used and when device is loaded beyond its functional capability. DHR review: DHR review could not be performed since the lot number was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Complaint history review: a complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword:fracture: screw fracture & damaged drive feature). Post market trending review: september post market trending was reviewed and there were no actionable events or corrective actions for the reported events or product. Therefore, based on the available information, device malfunction did occur, and the reported event (damaged drive feature) was confirmed. However, screw fracture has been unconfirmed following visual/physical evaluation.

Event description:
During investigation stage it has been identified that the hex of the screw was rounded. Doctor confirmed the event.